Event description:
As per our hospital procedure, patient received clear syringes -exactamed from baxa- with the black marks on the line of the syringe where the caregivers were to draw up the oral medication. The line was appropriately delineated on the "tic" mark for 3.75 ml; however, the line crossed the number "4" which was delineated to the side of the tic marks. In fact, the numbers denoting milliliters 1, 2, 3, 4, and 5 did not correspond to the appropriate "tic" marks on the syringe. The father brought this to our attention and new syringes from another company were given to him. There was no adverse outcome to this patient. Diagnosis or reason for use: medication administration.